Event description:
The surgeon reports one pt showed white threads in the eye following cataract surgery. A second surgical procedure was required to remove the threads. The surgeon reports the patient is doing well.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection found that the blue infusion sleeve contained white particulates. Further investigation, including root cause determination is in progress.